Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet experienced a stuck cartridge plunger during a fill procedure, with the unit displaying ¿unable to proceed¿ and later alert 38 while the counter did not advance; the user attempted removal with needle-nose pliers without success, and was advised that a replacement device would be provided. Symptoms included no reported adverse clinical effects, with blood glucose around 120 mg/dl. Outcomes included interruption of insulin delivery activities and the need for a device replacement and in-person setup support. Investigation included technical support, troubleshooting, and user guidance through the fill tubing process. Investigation of the returned device revealed a mechanical obstruction of the cartridge plunger within the pump¿s connector pathway, consistent with a device component malfunction that prevented proper filling, causing the alerts 39 to trigger.